Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in japan as follows: it was reported that on (B)(6) 2023, the patient underwent an l2 to l5 posterior fusion (left l3) for lumbar spinal canal stenosis. When the screw was inserted by the screwdriver, the tip of the screwdriver was broken. It got stuck in the core of the screw shaft. A short rod and a set screw were used for final locking, and it was removed. Then, a new screw was inserted by the solid screwdriver. The surgery was completed successfully without any delay. No fragments were generated. The patient outcome was stable. This report involves one viper system polyaxial screw driver t20. This is report 1 of 1 for (B)(4).